Event description:
It was reported that during a procedure to treat an unspecified lesion, a 5x30 mm absolute pro self-expanding stent system (sess) was advanced and implanted. Reportedly, while the physician was observing the image of the implanted stent, it was believed that there was an error in the device labeling as the stent appeared to be a 5x40 mm when the stent was measured with a 4x20 mm armada 35 balloon. The labeling on the device and chipboard box both indicate a 5x30 mm absolute pro sess. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial report, additional reported information indicates that it was a simple lesion located in the deep femoral artery with slight calcification and the lesion length was around 3 cm. Pre-dilatation was performed prior to advancing the 5x30 mm absolute pro self-expanding stent system and there was no difficulty deploying the stent in the lesion which could have caused the stent to become elongated/stretched. Reportedly, no part of the stent was implanted in healthy tissue. There was no adverse patient effect and no clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). Correction - type of reportable event changed from serious injury to malfunction it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. However, returned cine images appear to confirm that the stent length was 40 mm as reported. The stent measuring 40 mm as reported and confirmed by the returned cine image would be within the allowed stent length per the product specification. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.